Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that a a 2.7mm nl in the aln that broke at close to the plate seated point. The patient had dense bone and the surgeon kept the screw in the patient. It is believed the rep wasn't able to keep the head of the screw even with it being pretty tight on the driver head.